Event description:
It was reported from the nicu that an overinfusion occurred during primary infusion of smof lipid for a neonate patient. The pump may have delivered incorrect doses. The intended rate was 0.3 ml/hr over 24 hours with 20% 100 ml bag. There were no adverse effects caused to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the nicu that an overinfusion occurred during primary infusion of smof lipid for a neonate patient. The pump may have delivered incorrect doses. The intended rate was 0.3 ml/hr over 24 hours with 20%-100 ml bag. There were no adverse effects caused to the patient.

Manufacturer narrative:
The report of an overinfusion was confirmed through review of the pcu event log. Log analysis results: the pcu event log shows pump module s/n (B)(6) was in use and infusing a basic infusion at a rate of 0.4ml/hr (initially programmed at 8:34 am on 19 december 2020). At 5:33 pm on (B)(6) 2020, the user paused the infusion. The door was opened, and the device alarmed for flo stop open for 7 seconds. The door was closed and then the user changed the rate to 0.3ml/hr and the vtbi to 5ml. At these parameters, the infusion would complete in 16.7 hours. The user then started the infusion. At 10:23 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 0.3ml/hr. At 10:24 am, the user restored and started the previous infusion running at 0.3ml/hr (vtbi = 5ml). At 12:45 pm, the user changed the vtbi to 30ml. The user changed the rate to 4.8ml/hr and started the infusion. At 6:01 pm, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infuse during this period was 30.914ml. The root cause of the reported overinfusion was identified as due to user programming. A review of the device history record showed the device had a manufacture date of 11 november 2002. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) could not be performed since the device was manufactured prior to sap 4.7. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device received-log review only.

Event description:
It was reported from the nicu that an overinfusion occurred during primary infusion of smof lipid for a neonate patient. The pump may have delivered incorrect doses. The intended rate was 0.3 ml/hr over 24 hours with 20%-100 ml bag. There were no adverse effects caused to the patient.